Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), there was an e300 clv endoscope error and no image was displayed when the video system center was connected to cysto-nephro videoscopes. Additionally, the lights were illuminated on the front panel. The lamp light was continuously blinking with the scope connected. The issue was found during a maintenance. Additionally, it was reported this issue was occurring with multiple scopes. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the lights illuminating the on the front panel and no display.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac instructed the user to to power off the system, put the exercise tab at the 12 o'clock position of scope socket, connect the scope and power it back on. When troubleshooting it did not solve the issue, tac instructed the customer to send in the device for repair as cyf-v2 is compatible with the cv-170. During additional follow up with the user facility, it was reported that the device would not be returned to olympus for evaluation. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon if any additional information is provided by the user facility.